Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a left hindfoot arthrodesis with nail procedure on (B)(6) 2019, the aiming arm assembly misaligned both proximal screws. The surgeon inserted a left expert hindfoot nail. It was confirmed the nail was loaded properly onto insertion handle by confirming the bend of the nail matched the etched picture on the insertion handle. The surgeon also tested the aiming arm before insertion into patient by putting the triple trocar assembly and corresponding drill bit through the corresponding nail holes. With the nail inserted and the aiming arm in (p) position, the surgeon inserted two (2) 6.0mm screws into the calcaneus without issue. He also drilled and inserted the oblique 5.0mm screw into the talus without issue. When the surgeon tried to drill through the (two) 2 (correct) proximal holes labelled (static) and (180) the 4.2mm drill bit encountered the nail itself and could not pass through the designated nail holes. For these proximal screws the aiming arm showed (m) in the window as appropriate and he used triple trocar assembly with drill bit, which were the same items he had used for the talar screw. With no success drilling the proximal screws through the aiming arm the surgeon had to remove the aiming arm and free-hand the two (2) proximal screws. This added 10 minutes to the procedure. Procedure completed successfully. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# unknown). This is report 8 of 9 for (B)(4).